Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It was reported that the patient did not receive a revision. A search of the complaints against and/or a review of device history records associated with the reported fractured stem was not possible as the necessary product/lot code combination was not provided. The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Patient has died for unknown reason and no revision will take place. This complaint is still under investigation.

Event description:
(B)(4): (B)(6) advised patient died and no revision will take place.

Event description:
Fractured solution stem.

Manufacturer narrative:
This complaint is still under investigation.